Event description:
Abbott gemstar pump occluded PICC line while running with a 2ml kvo. Pt was received acyclovir 500mg every 8 hrs with a 2ml kvo between doses. Pt's line occluded two times in 2 days. Pt required to visit hosp and have line opened.